Event description:
A malfunction alarm was reported without any prior notable events. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterwards. The customer was advised to continue using the pump and to call back if the issue recurred. There was no reported impact on the customer's blood glucose level.